Event description:
While in patient use, the 760 operating error logged three soft system resets within a 24 hour period and declared an alarmed for vent inop condition as designed. There was no change in patient clinical therapy. The cse was unable to duplicate the event and there were no parts replaced.